Manufacturer narrative:
The pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. There was no unexpected no delivery alarms noted.

Event description:
The customer's mother reported via phone call of a no delivery alarm on the customer's insulin pump. Customer's blood glucose level was 522mg/dl. The customer treated with manual injection. Troubleshooting was conducted. The customer was advised the pump would be replaced and returned for analysis.